Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the findings do not lead to a clear conclusion about the cause of the reported adverse events. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the plastic distal end cover, the nozzle, the adhesive around objective lens, the adhesive of the distal end rubber, the connecting tube and the jet tube had foreign objects (white foreign material). There was no patient involvement.